Event description:
It was reported that the asymptomatic patient was presented in clinic when inappropriate ams episodes due to programming were observed. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.